Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned for evaluation. Visual inspection revealed that the shaft of the altaview had been cut at approximately 1380mm from the distal end and the cut proximal segment and the drive shaft were missing; the run through was found to be placed in the altaview in the manner of having been inserted from its proximal end into the cut end of the altaview; the proximal wavy section of the runthroughns was found to be protruding at approx. 20mm from the distal end of the altaview. Magnifying inspection of the distal section of the altaview found that the runthroughns was protruding from the priming solution port. The runthroughns was pulled out of the altaview. Magnifying inspection of the priming solution port of the altaview did not find any anomaly, such as a break, which had been caused by the runthroughns having been protruding from it. Magnifying inspection of the guidewire port of the altaview did not find any anomaly, such as a turned-up section, which would have caused a stent to get stuck in the port. Electron microscopic inspection of the section around the guidewire port of the altaview revealed that some portions of the surface had got abraded and other portions had become rough, implying that the surface around the guidewire port had come into contact with a hard object, such as an in-stent stenosis. Magnifying inspection of the proximal wavy section of the actual runthroughns device verified that it was comparable to that of the runthroughns retention sample. The height and length of the waves of the actual runthroughns device were confirmed to meet the specifications. Magnifying inspection of the proximal section of the runthroughns confirmed that it was comparable to that of the runthroughns retention sample, without any anomaly, such as the presence of some burrs on the surface. The round processing was confirmed to have been done in the normal manner. The outside diameter on the proximal section was confirmed to meet the specifications. A factory-retained runthroughns was inserted into the guidewire lumen of a factory retained altaview. Subsequently, the shaft of the altaview was cut and the drive shaft was removed. The second runthroughns sample was inserted from its proximal side to the alta view from the altaview's cut end and advanced in the altaview. The proximal end of the runthroughns was run into the priming solution port of the altaview at approximately 20mm from the distal end of the altaview. Further advancement of the runthroughns resulted in protrusion of the proximal wavy-section of the runthroughns from the priming solution port of the altaview. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: the proximal end of the runthrough ns exposes from the holder. Make sure of the direction of the guide wire wen inserting the guide wire into the dilatation catheter. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that during withdrawal of the actual altaview device, its guidewire port was caught in a hard object, such as an in-stent stenosis, and became stuck in it. To release the sticking altaview, its shaft was cut, and the drive shaft housed inside the device was removed. Subsequently, when the actual runthrough ns device was inserted from its proximal wavy section into the altaview' cut end and advanced in the altaview, the proximal end of the runthroughns was run into the priming solution port of the altaview. Further advancement of the runthrough ns device let its proximal wavy section come out of the priming solution port of the altaview, resulting in the reported vascular dissection. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the involved runthrough ns was used during the procedure. Lad#7 pci to a 99% stenosed vessel. The access was from the right radial. A 7fr. Guiding catheter il3.5 was engaged and a wire crossed the lesion and a stent was implanted. Then, the involved altaview was inserted into the vessel for observation of the deployed stent. Subsequently, during withdrawal of the altaview, it was caught in the stent. To release the sticking altaview, the altaview' shaft and driving shaft were cut and removed. Subsequently, when the actual runthroughns sample was advanced into the altaview, the proximal end of the actual runthroughns sample came out of the priming solution port of the altaview, resulting in the vascular dissection. The procedure was completed successfully. Blood loss was reported to be unknown, and the patient left the hospital.